Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: warning and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported change in the urine color." The device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored as the shell was dark green in appearance and the center patch was light brown in appearance. White particulate matter was observed on the outer surface fo the balloon shell. A valve test was performed and the flow of di water was continuous and unobstructed. An air leak test was performed and the balloon was noted to be leaking from several openings on the shell. Under microscopic analysis, ten openings were observed on the balloon shell. One opening was located on the anterior portion of the shell, six were on the radius, and three were on the posterior portion of the shell. The openings were circled in blue ink. Under microscopic analysis, all ten openings were noted to have striated edges, consistent with damage from a surgical tool, and surgical damage from device removal activities. Under continued microscopic analysis, non-penetrating nicks/marks were observed near the openings on the radius of the shell, and on the anterior portion of the shell. The valve was noted to be discolored, as it was dark blue in appearance. No particles or foreign material were observed on the inner surface of the slit valve.